Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member regarding a patient with an implantable neurostimulator (ins) for n on-maligant pain. It was reported that the patient¿s ins was at eos and it was reviewed tha the device was off/disapled and no longer providing therapy. It was indicated that the caller felt like the implant should have lasted longer. It was reported that the ins reached eos two weeks ago ((B)(6) 2018). The patient reported that they had bene in pain since. It was indicated that there was an allegation towardsdissatisfaction with the ins longevity. It was reviewed that the patient consult with their physician about the ins battery longevity. The patient stated they will see their physician next month in (B)(6) 2018. No further complications were reported/anticipated.